Manufacturer narrative:
(B)(4). Batch # r5an5j. A manufacturing record evaluation was performed for the finished device, batch number: r5an5j, and no non-conformances were identified.

Event description:
It was reported that during an esophagectomy surgery, could not fire when severing tissue on the firing and the firing knob was damaged. The firing knob did not fall off. Changed to new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Batch # r5an5j. Additional information received: can you please clarify, when the firing knob was "damaged", did it fall off of the device? If yes, did it fall into the patient? If yes, was it removed? Will it be returning with the device for analysis? If not, was it disposed of? The firing knob did not fall off. Investigation summary: the analysis results found that the ntlc55 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. In addition, spring was received. The device was received with one reload present. The reload was returned with the knife exposed and the proximal 24 drivers up and the remaining drivers were down with staples present; the swing tab in the locked position. No functional test could be performed due to the condition of the device. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. For additional information please refer to the instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.